Manufacturer narrative:
Method: actual device involved in incident was evaluated. Result: computer software problem. Conclusion: device failure directly caused event.

Event description:
Customer stated that the device generated an incorrect reading. Customer's statement was "5000 co incorrect." A clarification of the statement described the device as providing an unstable blood temperature reading-drifting-due to the "defective" cico board.